Event description:
The hcp reported the pump was explanted due to an infection. A follow up report will be sent when additional information is received.

Event description:
B5. Add'l info from the hcp reports the pt presented in 2005 with signs of an infection of the device pocket. These included fever, redness, swelling, and pain. A culture of the device pocket was done. The results were not reported. It was not meningitis. The pt was treated with IV antibiotics and total device system explant. The infection is reported to have resolved.